Event description:
It was reported that pump experienced ongoing malfunction alarms with code malf 0, with no notable events occurring beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support assisted customer in successfully resetting pump without recurrence of malfunction, was advised to continue using pump, and was instructed to call back if malfunction alarm occurred again.